Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (#2015ag0rz) did not show any pre-existing anomaly on the 10 pieces manufactured with this lot #. No other complaints reported on this lot #. According to the info reported, the intra-operative breakage (with splitting into 2 parts) of the curved impactor probably occurred during impaction of the acetabular cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. By a visual inspection of the returned instrument, the breakage occurred corresponding to the welded section of the instrument. As an improvement, in july 2016 limacorporate adjusted the design of the curved impactor; in the new version, the body of the instrument is monolithic. The new version is already available on the us market. No similar issues on the improved monolithic version have been reported up to now. Limacorporate will keep monitored the market to verify the effectiveness of the design improvement introduced in july 2016.

Event description:
Intra- operative breakage of the curved cup impactor, model # 9095.11.550, lot# 15ag0rz.event occurred in the united states.